Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : patient currently in ER for diabetic ketoacidosis (dka) with bg 330 mg/dl, 3+ ketones, moderate vomiting, moderate stomach ache and nausea. Patient had large ketones, vomiting today at 5:45am with stomach ache, fasting blood glucose (bg) was 244 mg/dl. The site was changed and bg corrected to 206 mg/dl, then her bg dropped to 196 mg/dl. Patient was told to go to hospital for IV hydration. The bg rose to 330 mg/dl with 3+ketones, and vomiting. She is on IV drip for fluids/using pump for basal; bg at time of call was 151 mg/dl. The reporter thinks that the basal is not being sent to the patient because at random times there shows a zero for the setting. Basal history: (B)(6) 13 10am 0.350, 7am 0.450, 657am 0.00. Patient has already had a pump replaced for the same issue. Mom is stating that the same thing happened with last pump, basal is going to 0u/hr at least twice a day. Customer support (cs) reviewed settings with reporter, who confirmed all programs are correct. Review found that patient is eating high carbohydrate foods when parents are not aware, then priming while attached to cover the foods. Patient admits to eating large amounts of food yesterday of unknown carbohydrate count. Cs explained to reporter that basal history will always show 0u if pump is being primed, which was found as reason for 0u/hr in basal: patient has been priming while attached to cover high carbohydrate foods and parents unaware of this. Patient ate large amount of high carbohydrate foods yesterday, bolus history confirms patient did bolus for some of the food, but was not counting the high carbohydrate foods. Mom confirms bg has responded to normal range with use of pump. Patient discharged with bg 141 mg/dl and ketones still present. Parents have spoken with patient about safety of not priming while attached. (B)(6) suggested that pump be locked so patient cannot complete prime step and must be supervised for any pump function. Reporter will work with patient and is appreciative of review of pump history; will continue monitoring bg and hydrating per hcp recommendations. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to user error: the patient is not receiving correct bolus amount because she is priming the insulin through the tubing rather than using the bolus feature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient is not receiving correct bolus amount because she is priming the insulin through the tubing rather than using the bolus feature.